Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive and was later found to be cracked, rendering the device not functional and not usable; the user wears a dexcom g7 and had backup therapy, and the issue aligns with an unresponsive key/button involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive control interface involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial